Manufacturer narrative:
It was reported by customer that extension set that was leaking blood around the connection site. No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model 20043e lot number 24015469 was performed. The search showed that a total of 53,703 units in 1 lot number was built on 20jan2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set was leaking the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. We received a report this afternoon about an extension set (item # 20043e) that was leaking blood around the connection site with an iag bc (22g). The team member changed the extension set and the leaking stopped.